Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that there was egia handle thick tissue. This issue may occur in any of the following circumstances, firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. Attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a atypical laparoscopic pulmonary resection, the surgeon initially used the manual short handle, which worked for the first reload but did not fire with the second reload. Second manual short handle was used but did not fire with the second reload. Attempts to use another manual handle with the second reload but also failed to fire. Ultimately, a purple reload was used successfully. After the procedure, a nurse tested the devices, confirming that the second manual short handle and the manual handle worked properly with the purple reloads. Both handles and reload were replaced to resolve the issue. There was extended surgical time. No patient complications have been reported as a result of this event. Products were returned without accompanying information. Medtronic's initial evaluation of the incident found that there are sheared teeth on the firing rack.

Manufacturer narrative:
D10 concomitant products: egiaushort endogia ultra univ sht stap, (lot# p3d0228) 030449, 030449 endo giaii uni ins, (lot# p3d0489) sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm, (lot# n2a0161y) egiaushort endogia ultra univ sht stap, (lot# p3d0228) sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm, (lot# n2a0161y) sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm, (lot# n2a0161y) egiaushort endogia ultra univ sht stap, (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a atypical laparoscopic pulmonary resection, the surgeon initially used the manual short handle, which worked for the first reload but did not fire with the second reload. Second manual short handle was used but did not fire with the second reload. Attempts to use another manual handle with the second reload but also failed to fire. Ultimately, a purple reload was used successfully. After the procedure, a nurse tested the devices, confirming that the second manual short handle and the manual handle worked properly with the purple reloads. Both handles and reload were replaced to resolve the issue. There was extended surgical time. No patient complications have been reported as a result of this event. Pli 70, 80 medtronic's initial evaluation of the incident found that there are sheared teeth on the firing rack.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an atypical laparoscopic pulmonary resection by thoracoscopy, when on parenchymal section, the surgeon initially used the manual short handle, which worked for the first reload but did not fire with the second reload. Second manual short handle was used but did not fire with the second reload. Attempts to use another manual handle with the second reload but also failed to fire. Ultimately, a purple reload was used successfully. After the procedure, a nurse tested the devices, confirming that the second manual short handle and the manual handle worked properly with the purple reloads. Both handles and reload were replaced to resolve the issue. There was extended surgical time. No patient complications have been reported as a result of this event. Medtronic's initial evaluation of the incident found that there are sheared teeth on the firing rack.